Event description:
It was later reported that the patient experienced increased pain and muscle spasms. The patient had not been to his physician 'in a while' and his pump had been empty 'for a couple of months'. The patient's pump was refilled without complications. Per the reporter, the patient was instructed to contact his hcp if needed, as restarting drug therapy after being empty 'can cause issues'. The hcp had not heard from the patient since then and assumed he was fine. The medication administered via the pump is lioresal only.

Manufacturer narrative:
.

Event description:
It was reported that a pt's pump alarm was heard and confirmed by telemetry. Telemetry confirmed it was a critical alarm due to zero (0) ml reservoir volume and had been reached. The hcp reviewed bridge bolus calculations; the pt would get pain medication "for a time". The medication that was being administered via the pump was: [hydromorphone, lioresal (baclofen injection) at a concentration of 2000 mcg/ml and a daily dose of 599 mcg/day, clonidine, bupivacaine and prialt] and then it would be switched to just lioresal at a daily dose of 96 mcg/day. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).